Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 30 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump continued to deliver insulin even though a temporary basal rate of 0 percent was set. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.